Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss of over one hour occurred. Product has been received but is pending evaluation. A follow up report will be submitted upon completion. No injury or medical intervention was reported.

Event description:
It was reported that signal loss over one hour occurred. The product was evaluated. An external visual inspection was performed and passed. Voltage test was performed and failed. A review of the share logs was performed and signal loss was found within the investigation window. The allegation was confirmed. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). B5: describe event or problem ¿ additional g3: date received by manufacturer ¿ additional h2: additional information /device evaluation. H3: device evaluated by manufacturer ¿ additional. H6: event problem and evaluation codes ¿ additional.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that signal loss of over one hour occurred for the g6 transmitter with the serial number (B)(4). However, data for the g6 transmitter with the serial number (B)(4) was provided for evaluation. The allegation was confirmed. The probable cause could not be determined. No injury or medical intervention was reported.